Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services discussed that this was likely a false positive indicator related to a software update due to the age of the device. This device remains in service. No adverse patient effects were reported.